Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 74, 253 and 56mg/dl. Tests were done within 10 mins. Pt was taken to the emergency room due to hypoglycemia. Pt obtained a reading of 30mg/dl on meter and the emt's were called. The emt's obtained a reading of 5mg/dl. Pt was taken to ER and treated with IV glucose. Tests were done with 20 mins. No further info has been reported.